Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage at reservoir clear ring. The customer's blood glucose was unknown at the time of incident. The customer reports that clear ring breaking off in pieces. Customer report reservoir was not able to locked in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case behind the insulin pump at the battery compartment and broken battery tube threads. The insulin pump passed the displacement test.